Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, chills, diarrhea, ovarian cyst ruptured, body mass index normal and vaginal discharge. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6)2012, the patient experienced nausea ("nausea"). In (B)(6)2012, the patient experienced drug dependence ("psychological or psychiatric problems: addiction to pain meds"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6)2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (surgery to remove the essure implant/unilateral salpingo-oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, drug dependence, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain outcome was unknown, the abdominal pain lower was resolving and the dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, drug dependence, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal detail: findings: right ovary is enlarged approximately 5 cm in greatest dimension and there was endometriosis along the right mesosalpinx. Patient tolerated the procedure well. Date(s) of removal: (B)(6)2012 and (B)(6)2012 (per pfs) surgical removal of coil(s) unilateral salpingo-oophorectomy same with excision of essures bilaterally and partial salpingectomy bilaterally(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: one of them was allowing the dye to go through.; on (B)(6)2012: results: incomplete occlusion of right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Event abdominal pain added. New reporters and product indication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. 919017) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, chills, diarrhea, ovarian cyst ruptured, body mass index normal and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced drug dependence ("psychological or psychiatric problems: addiction to pain meds"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove the essure implant/unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, drug dependence, migraine, headache, nausea, fatigue and weight increased outcome was unknown, the abdominal pain lower was resolving and the dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal pain lower, drug dependence, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal detail: findings: right ovary is enlarged approximately 5 cm in greatest dimension and there was endometriosis along the right mesosalpinx. Patient tolerated the procedure well. Date(s) of removal: (B)(6) 2012 and (B)(6) 2012 (per pfs) surgical removal of coil(s) unilateral salpingo-oopherectomy same with excision of essures bilaterally and partial salpingectomy bilaterally(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: incomplete occlusion of right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/failure to occlude (close) fallopian tube(s)") and oophorectomy ("loss of ovary") in an adult female patient who had essure (batch no. 919017) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vomiting, chills, diarrhea, ovarian cyst ruptured, body mass index normal and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced drug dependence ("psychological or psychiatric problems: addiction to pain meds"), migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and oophorectomy (seriousness criteria medically significant and intervention required). In 2012, the patient underwent fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and oophorectomy (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove the essure implant/unilateral salpingo-oophorectomy) . Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, oophorectomy, vaginal haemorrhage, menorrhagia, female sexual dysfunction, drug dependence, migraine, headache, nausea, fatigue and weight increased outcome was unknown, the abdominal pain lower was resolving and the dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal pain lower, drug dependence, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, oophorectomy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removal detail: findings: right ovary is enlarged approximately 5 cm in greatest dimension and there was endometriosis along the right mesosalpinx. Patient tolerated the procedure well. Date(s) of removal: (B)(6) 2012 and (B)(6) 2012 (per pfs). Surgical removal of coil(s) unilateral salpingo-oopherectomy same with excision of essures bilaterally and partial salpingectomy bilaterally(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: incomplete occlusion of right fallopian tube. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product lot number received and indication updated. New events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, drug dependence, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower. Event perforation nos updated to fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and oophorectomy ("loss of ovary") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and oophorectomy (seriousness criteria medically significant and intervention required). In 2012, the patient underwent perforation (seriousness criteria medically significant and intervention required) with pelvic pain and oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant) and surgery. Essure was removed on (B)(6) 2012. At the time of the report, the perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and perforation to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.